Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer's touchscreen resolution was displaying colors incorrectly. No reported impact to the customer's blood glucose. Multiple attempts were made by tandem technical support to follow-up with customer; however all were unsuccessful.